Manufacturer narrative:
The manufacturer is attempting to acquire the device further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The investigation could not confirm the reported event of difficulty connecting the driveline to the system controller because the system controller was not returned. The manufacturer has identified similar reports of difficulty inserting the driveline. A corrective action has been initiated to address this issue. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Correction: the serial number of the system controller which the patient had difficulty connecting the driveline to was (B)(4).

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that after exchanging pocket controllers, the patient reported he was unable to pull his pump parameters on the lcd screen; the screen read "change complete". The vad coordinator asked him if the "green run symbol" was illuminated and if he was able to close the perc-lead lock would not close. The driveline was not fully connected and patient and the patient's pump was off. The vad coordinator instructed the patient to fully insert the driveline into the pocket controller. The patient re-attempted to insert the driveline into the pocket controller and was successful. The vad coordinator estimated the patient's pump was off for 10 minutes during the exchange. He was asymptomatic; inr of 2.5.